Event description:
It was reported that while using the meshgraft ii, the skin was bunching up on the entry side. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer meshgraft ii. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/19/1983 and has no repair history at zimmer surgical. Evaluation of the device observed wear to the ratchet gear and discoloration of the sliding pin. The roller was worn and rubbed against the cutter, which was also worn and discolored. It was also observed that the side plates were older style components and the set screw to the ratchet handle was missing. Prior to repair, a test mesh failed, and the device was outside calibration specifications on the left and right side. The device has never been returned to zimmer surgical for repair since being manufactured 30 years ago. Lack of preventative maintenance most likely caused the lack of calibration, which most likely caused the customer's reported event. Additionally, per instructions for use, the unit returned from the customer has exceeded its normal useful life by 20 years, which could have decreased the accuracy of the device. The device was serviced and returned to the customer.